Event description:
Clinic notes dated (B)(6) 2013 note that the vns device is working properly except that the interrogation did not show the values. It was noted that diagnostics were "ok". Attempts to obtain additional information have been unsuccessful to date.